Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx30mm emerge¿ balloon catheter was selected for use and during introduction, the shaft broke outside the patient's body. The device was then pulled off from the guide wire and the procedure was completed with a different device. No complications were reported.